Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: e1: event site city corrected to "(B)(6)", e1: event site postal code- corrected to: (B)(4). The device was returned to the factory for evaluation on 06/28/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter case. The aortic cutter was in a deployed state with the needle extended. There were no visual defects observed. The green safety was off which allows for the device to be deployed. Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed since the needle was fully deployed. The lot#: 3000315072 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they went to use the hst iii system (3.8mm), the aortic punch and it would not deploy. No issue with the hesartstring seal, only the aortic punch. Dr (B)(6) used a different aortic punch and placed the 3.8 heartstring heartstring seal and completed the case. Minimal delay. No patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e1--event site name corrected from "(B)(6) hospital and address corrected (B)(6).